Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood was present in/on the helix mechanism.

Event description:
It was reported that during implant, multiple attempts were made to position the lead, but high impedance and no capture were observed. The lead was not used and was replaced. No patient complications have been reported as a result of this event.